Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) unit failed manifold testing. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: name: (B)(6), email: (B)(6). A getinge field service engineer commenced troubleshooting and detected several leaks within the fill manifold assembly and replaced the assembly. Unit subsequently passed all portions of the all manifolds test. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. The defective components were received for further investigation. Failure analysis & testing received the defective part and performed visual inspection and part appear to be good condition. Installed the helium reservoir assy, into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing dept. Verified the failure of the failed fill manifold tests. The helium reservoir failed testing. Retaining the helium reservoir in the failure analysis and testing dept. As per (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.